Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, including a lowest reported sensor value of 59 mg/dl that resolved to 86 mg/dl after treatment with oral carbohydrates, and the user reported disconnecting the infusion set overnight and reconnecting in the morning, along with fatigue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery and the need for carbohydrate treatment, with no hospitalization reported. Investigation included customer counseling, review of reported use patterns, and provision of additional training focused on alarm acknowledgement and avoiding dosing pauses. Investigation of this case revealed that the lows were associated with user-managed pump disconnection overnight and alarm burden, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy and use environment factors.

Manufacturer narrative:
Initial.